Event description:
While treating a patient, the device discharged three times to the patient successfully. However, on the fourth attempt to deliver energy, the device displayed a "bridge test failed" message. Complainant indicated that the patient subsequently expired.